Event description:
Reporter noted hooked forceps holding patient's eye caught and tore phaco tip sleeve, causing irrigation leak. Corneal burn occurred. Also noted metallic particles on incision after phaco. No damage to eye due to particles. Questions if particles are from tip or forceps.